Manufacturer narrative:
Brand name: is being updated suspect medical device: is being updated (B)(4). Complaint conclusion: it was reported that the mynx vascular closure device balloon popped after inflation. Attempts to gather further information were made but unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the returned device had no evidence of exposure to blood. No saline was observed in the inflation tube. The shuttle was engaged to the black handle. The procedural sheath was not returned. No obvious anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 5 mm from the balloon proximal neck. Seven sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. Three samples were randomly chosen for visual inspection and no anomalies were observed. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. All three devices passed the test and are deemed to meet specifications. Review of lot f1716504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon loss of pressure¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the tear could not be conclusively determined. Procedural factors and handling process may have contributed to the failure as reported. However, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices which suggests that other procedural devices may have contacted the balloons, potentially contributing to a tear in the balloon. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the mynx vascular closure device balloon popped after inflation.